Event description:
It was reported that there was a high impedance issue with the extensions. During a pocket revision surgery the healthcare provider (hcp) connected the 40cm extensions and impedance testing was done. All values were high; electrodes 0-3, 4-7, 8-11, and 12-15 were >3600 ohms. A different electrode was referenced and the same issue resurfaced. The hcp disconnected the extensions from the battery, cleaned and reconnected them and the same issue occurred with both 40cm extensions. When the implantable neurostimulator (ins) was connected back to the original connections, impedance testing was the same as it was pre-op. The extensions were not implanted and a different product was used. New extensions were used (37081-60¿s) and impedance testing results were the same as they were pre-op. The issue was resolved by using different extensions. The 37081-40¿s was sent back for analysis. No patient symptoms or complications associated with the event. The patient was doing fine with no injury and getting effective therapy.

Manufacturer narrative:
Analysis of the extensions ((B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3888-45, lot# v607387, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v607387, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v607387, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v607387, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.